Manufacturer narrative:
Natus medical investigations examination found evidence of the reported small cut near the valve resulting in a possible leak. The instruction manual instructed customers to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac had a small cut near the valve. No reported patient involvement.